Manufacturer narrative:
Retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive issues were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the packet insert: - very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Additional information: d4 - unique identifier (UDI) # h4 - device mfg date h6 - adverse event problem.

Event description:
Customer reported false positive results with five patients when testing with henry schein hcg dipstick urine tests. Confirmatory blood tests were performed which yielded negative results. Although requested, no additional details regarding patients' information, frequency, or technique/storage of the products have been provided. No adverse outcomes were reported.

Manufacturer narrative:
Results pending completion of the investigation. Although requested, the product is not expected to be returned.

Event description:
Customer reported false positive results with five patients when testing with henry schein hcg dipstick urine tests. Confirmatory blood tests were performed which yielded negative results. Although requested, no additional details regarding patients' information, frequency, or technique/storage of the products have been provided. No adverse outcomes were reported.